Event description:
Dexcom g6 sensor inaccuracy: 8:38am g6 reading 51, finger stick reading is 139. That is a mard of 63.3% and completely unacceptable. There was no pressure, nothing that ought to have caused such inaccuracies, just a "profanity" sensor. Inserted (B)(6) 2025. Activated on (B)(6) 2024. Dexcom g6 sensor error > 3 hours - replaced sensor.